Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patients and orders were not crossing to all station. A technical support specialist dialed into the server and ran a downtime query, identifying that carefusion care coordination engine (cce) messages were not current. To resolve the issue, external messaging and .net services were restarted. Following the restart, messages updated successfully. Verification on pes confirmed that the affected patient and order were visible on the server. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server had new patients and orders not crossing over all station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.